Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an endoscopic total thyroidectomy procedure, the device was assembled by experienced scrub nurse under the observation of sales rep and the technique was correct. Testing showed no error. The device has shown normal performance initially and no metal was touched during the process. And the advance hemostasis button was never activated during this period. After around 15 min of usage by surgeon, who is an experienced user on the device, error message "relax blade pressure" has displayed on the device. The device was re-activated several times with an obvious amount of tissue within the jaw. Then, the error message switched to "remove device from patient" and "clean the blade". The device further switched back to the testing screen. Sales rep then asked the surgeon to remove the device from patient and asked the scrub nurse to clean the blade as suggested by the generator. While the scrub nurse gently cleaned the blade, it breaks instantly. The device was then discarded. The case was then finished smoothly by using a different device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 the device successfully passed pre-run and activated on all power levels. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.